Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) procedure. The tee imaging showed that there was a device related thrombus. The patient was placed on 2.5mg of eliquis in response to this event and will return for a follow-up tee.